Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 300 series g310, they allege that they have no water and the handpiece and insert tips are getting hot, no injury resulted.

Manufacturer narrative:
(B)(6) 2025 evaluation tech: (B)(6). W4d water sol,iso valve build up/debris. Poor water flow due to a clogged water solenoid. Poor water pressure regulation from the solenoid. Blockage in the handpiece cable causing restricted water flow. Debris build up in the hp cable harness . Added water hose to estimate for precautionary measures. Due to debris build up in the water system. Display is cracked and damaged. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. *loaner fee has been included in the estimate. No water hose, handpiece, foot pedal received for evaluation.